Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (envi ronmental stress cracking) while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
The right atrial (ra) lead was returned from a funeral home post mortem. Review of the manufacturer's database revealed the patient died approximately 8 years post implant of the lead. The lead was subsequently analyzed and tested out of specification. A cause of death was requested and not received. No additional information is available.